Event description:
The customer reported that they received results with a huge signal difference in one patient sample tested for free thyroxine (ft4). The sample initially recovered an effective signal of 529. The sample was repeated and recovered an effective signal of 51403. The actual patient results were asked for, but not provided. It is also not known if any erroneous results were reported outside of the laboratory. Clarifications have been requested. It was asked, but it is not known if the patient was adversely affected. A clarification has been requested. No adverse events were alleged. The ft4 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined. The field service representative reported that the issue no longer occurs. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The initial result was >100 pmol/l. The repeat run results were 16.81 pmol/l and 16.73 pmol/l. No erroneous results were reported outside of the laboratory and the patient was not adversely affected.